Event description:
It was reported that the insulin pump had alerted an error during bolus delivery. The customer stated that the alert said it was not delivering. The customer stated that it was not a no delivery alarm, but it had something to do with the spring under the reservoir pushing the insulin out. This had happened only twice during a bolus delivery. The customer had cleared the alert. The customer stated that they would call for assistance if the alert would occur again. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)